Event description:
Call bell response system would not work. Maintenance came and repaired. It went offline again and jeron dual station was installed intermittent call bell response. Maintenance repaired system once and then still had to respond and replace one portion of the unit. This was 2 call lights in the same room.